Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The provider states the frame is bent at the right front of the chair where the front riggings attach.